Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was no output voltage from the power conversion enclosure. To restore functionality, the power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed "system booting please wait" and would not progress past the prompt. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis found an electrical short with this component. If information is provided in the future, a supplemental report will be issued.